Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the poc meter. Results as follows:" date: (B)(6) 2011, inratio: 2.5, poc meter: 2.2. On saturday, (B)(6) 2011, inratio 2.5 and other poc meter 2.2. Tests were done within a few mins of each other in the hospital. After testing on (B)(6), customer had a tia and returned to the hospital.